Manufacturer narrative:
Section b3: event date is estimated. The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to patient¿s ipg reaching end of life. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg reached end of life. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.